Event description:
It was reported that the physician's tablet is unable to communicate with the company representative's demo generator. The tablet displayed an unable to open port message. The company representative replaced the usb cable and still received the same message. The representative powered the tablet down, powered it back on and waited for 15 seconds before attempting to interrogate his demo. He was then able to interrogate it after doing that with the replacement cable. The issue was isolated to the original usb cable. The suspect usb serial cable has not been received for analysis to date. Based on previous investigations, the main contributing factor to such failure is likely to be poor quality workmanship of the cables from the cable manufacturer. This, in combination with additional stresses applied on the cables during normal use in the field, can predispose the cable to an earlier than expected failure.

Event description:
It was reported that the physician was still have communication issues with his tablet. The tablet required being restarted to get a connection. The suspect tablet was returned and pending product analysis.

Event description:
Product analysis was completed on the tablet, power supply and sd card. A virus scan found no anomalies. The tablet was able to be powered on and remained on for over an hour. The tablet was able to successfully interrogate, program and run diagnostic testing on a demo generator in the lab. The tablet performed to functional specifications.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.